Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during surgery of implanting the lead it was found to have too high of impedances. A new lead had been replaced to complete the surgery and the patient was currently being observed with no symptoms reported.

Manufacturer narrative:
Analysis of the lead had shown that it passed all laboratory testing and there were no anomalies found. If information is provided in the future, a supplemental report will be issued.